Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains in pelvic area /sharp pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yazmin. Concomitant products included verapamil. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pains in her abdomen/ severe cramps / severe pain abdominal"), back pain ("pains in lower back"), dyspareunia ("dyspareunia") and vaginal discharge ("yellow discharge accompanied the aforementioned pains"). On an unknown date, the patient experienced fatigue ("cramping accompanied by fatigue"), weight increased ("weight gain"), blood pressure increased ("elevated blood pressure") and cardiac disorder ("heart artemia"). The patient was treated with ibuprofen, surgery (plantiff underwent diagnostic laparoscopy and bilateral salpingectomy, partial hysterectomy.) And surgery (ablation). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved, the genital haemorrhage, back pain, dyspareunia, vaginal discharge, fatigue, weight increased and blood pressure increased had not resolved and the cardiac disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, blood pressure increased, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date, it was (B)(6) 2014 as per previous version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information added. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, heart artemia. Outcome of events pain and lower abdominal pain was updated from not recovered / not resolved to recovered / resolved and abnormal bleeding (vaginal, menorrhagia), dysmenorrhea to recovered/ resolved. Concomitant drug, historical drug, treatment drug and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains in pelvic area /sharp pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and cardiac ablation ("ablation of heart") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and ovarian cyst. Previously administered products included for an unreported indication: yazmin in 2007. Concomitant products included linaclotide (linzess) since 2016 and verapamil since 2013. In 2013, the patient experienced abdominal distension ("bloating"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("pains in her abdomen/ severe cramps / severe pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("pains in lower back"), dyspareunia ("dyspareunia") and vaginal discharge ("yellow discharge accompanied the aforementioned pains"). In (B)(6) 2013, the patient underwent cardiac ablation (seriousness criterion medically significant) and experienced fatigue ("cramping accompanied by fatigue"). On an unknown date, the patient was found to have weight increased ("weight gain") and blood pressure increased ("elevated blood pressure") and experienced cardiac disorder ("heart artemia"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved, the genital haemorrhage, back pain, dyspareunia, vaginal discharge, fatigue, weight increased and blood pressure increased had not resolved and the cardiac ablation, cardiac disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, blood pressure increased, cardiac ablation, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date, it was (B)(6) 2014 (hysterectomy with bilateral salpingectomy) and (B)(6) 2015 (hysterectomy with bilateral salpingo-oophorectomy). Three coils were noted to project within the endometrial cavity following placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion operative findings demonstrated. Normal appearing endometrial cavity. Essure were noted within the pelvis bilaterally. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 28-dec-2018: pfs received - new event "bloating, ablation of heart' were added. Historical and concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains in pelvic area /sharp pelvic pain/ pain'), endometritis ('given concern for postoperative endometritis, patient was treated with doxycycline.'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding') and cardiac ablation ('ablation of heart') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, ovarian cyst, pelvic adhesions, gravida ii, parity 2, vaginal discharge, nausea and vomiting. Previously administered products included for an unreported indication: yazmin in 2007. Concomitant products included linaclotide (linzess) since 2016 and verapamil since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("pains in her abdomen/ severe cramps / severe pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("pains in lower back"), dyspareunia ("dyspareunia") and vaginal discharge ("yellow discharge accompanied the aforementioned pains"). In (B)(6) 2013, the patient underwent cardiac ablation (seriousness criterion medically significant) and experienced fatigue ("cramping accompanied by fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and cardiac disorder ("heart artemia") and was found to have weight increased ("weight gain") and blood pressure increased ("elevated blood pressure"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved, the endometritis, cardiac ablation, cardiac disorder, abdominal distension and abdominal pain outcome was unknown and the genital haemorrhage, back pain, dyspareunia, vaginal discharge, fatigue, weight increased and blood pressure increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, blood pressure increased, cardiac ablation, cardiac disorder, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date, it was (B)(6) 2014(hysterectomy with bilateral salpingectomy) and (B)(6) 2015 (hysterectomy with bilateral salpingo-oophorectomy) three coils were noted to project within the endometrial cavity following placement date(s) of removal: (B)(6) 2014 (discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion operative findings demonstrated. Normal appearing endometrial cavity. Essure were noted within the pelvis bilaterally.. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains in pelvic area /sharp pelvic pain/ pain'), endometritis ('given concern for postoperative endometritis, patient was treated with doxycycline.'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding') and cardiac ablation ('ablation of heart') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, ovarian cyst, pelvic adhesions, gravida ii, parity 2, vaginal discharge, nausea and vomiting. Previously administered products included for an unreported indication: yazmin in 2007. Concomitant products included linaclotide (linzess) since 2016 and verapamil since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("pains in her abdomen/ severe cramps / severe pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). In (B)(6)2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("pains in lower back"), dyspareunia ("dyspareunia") and vaginal discharge ("yellow discharge accompanied the aforementioned pains"). In (B)(6) 2013, the patient underwent cardiac ablation (seriousness criterion medically significant) and experienced fatigue ("cramping accompanied by fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and cardiac disorder ("heart artemia") and was found to have weight increased ("weight gain") and blood pressure increased ("elevated blood pressure"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved, the endometritis, cardiac ablation, cardiac disorder, abdominal distension and abdominal pain outcome was unknown and the genital haemorrhage, back pain, dyspareunia, vaginal discharge, fatigue, weight increased and blood pressure increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, blood pressure increased, cardiac ablation, cardiac disorder, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date, it was (B)(6) 2014(hysterectomy with bilateral salpingectomy) and (B)(6) 2015 (hysterectomy with bilateral salpingo-oopherectomy) three coils were noted to project within the endometrial cavity following placement date(s) of removal: (B)(6) 2014 (discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion operative findings demonstrated. Normal appearing endometrial cavity. Essure were noted within the pelvis bilaterally.. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and mr received. Events added from pfs- abdominal pain, endometritis. Onset date of event abdominal distension was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains in pelvic area") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pains in her abdomen/ severe cramps"), back pain ("pains in lower back"), dyspareunia ("dyspareunia") and vaginal discharge ("yellow discharge accompanied the aforementioned pains"). The patient was treated with surgery (through a hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia and vaginal discharge had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains in pelvic area/sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pains in her abdomen/ severe cramps/severe pain abdominal"), back pain ("pains in lower back"), dyspareunia ("dyspareunia") and vaginal discharge ("yellow discharge accompanied the aforementioned pains"). On an unknown date, the patient experienced fatigue ("craniping accompanied by fatigue"), weight increased ("weight gain") and blood pressure increased ("elevated blood pressure"). The patient was treated with surgery (on (B)(6) 2014, plantiff underwent diagnostic laparoscopy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, vaginal discharge, fatigue, weight increased and blood pressure increased had not resolved. The reporter considered abdominal pain lower, back pain, blood pressure increased, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 22-sep-2017: f/u summons received-product stop date was updated to "21-april-2014" and new events "cramping accompanied by fatigue, weight gains and elevated blood pressure" was added. Events sharp pelvic pain and severe pain abdominal clubbed with earlier events. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.